Event description:
It was reported that, an 840 ventilator had an erratic bottom display. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported having replaced the graphic user interface (gui) printed circuit board (pcb). The covidien service engineer uploaded the latest version of the operational software. The unit passed all testing and operates within the manufacturing specifications.